Event description:
Follow-up revealed the patient's scs system was explanted.

Manufacturer narrative:
D6b - date of explant (explant has been determined to have taken place on (B)(6) 2021. The exact date of explant is unknown).

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient began to receive ineffective therapy following an altercation they were involved in. An impedance check was performed and revealed high impedance. As a result, the patient plans to undergo surgical intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.